Event description:
The customer contact reported, a leak of a chemotherapeutic agent. The tubing set was connected to a clave secondary port on an unspecified plumset and was being used to deliver an unspecified concentration of irinotecan at a rate of 500ml/hr. The customer contact reported 40 minutes after the delivery was started, the nurse noted solution on the floor. It was reported that as the nurse was disconnecting the secondary tubing set from the plumset clave secondary port, the male luer of the secondary tubing set broke off. The solution that leaked was cleaned up according to the facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.